Manufacturer narrative:
MFR's brief comment on the case: alcavis 50 is a disinfectant for dialysis catheter caps and connections, that can be used to disinfect central venous catheter end caps prior to hemodialysis initiation and termination as well as on the peritoneal dialysis transfer set prior to capd and ccpd tubing connections. The available info regarding the use of alcavis 50 and the pt's clinical conditions does not allow any definite judgement on this case. More detailed info is needed. The link between amputation and cardiac/respiratory failure is not clearly reported.

Event description:
Report received from baxter on (B)(4) 2013 regarding a home dialysis pt's death. The pt's wife (reporter) blamed the dialysis for a pt's death and stated that the pt was healthy before starting therapy but that alcavis gave her husband an infection on the hand that caused the pt's finger to be amputated. The pt's wife stated that the actual cause of the death was cardiac and respiratory failure. Repeated f/u attempts yielded no add'l info.